Manufacturer narrative:
Qn# (B)(4). No product evaluation could be completed as the device sample was not returned for investigation. A manufacturing record review could not be completed as the lot number was not provided. Based on the information submitted, the patient presented to the or for tavr procedure. Access was gained utilizing ultrasound guidance and a micro-puncture kit. Following the tavr, an 18f manta was deployed to the measured depth of 4cm + 1 for closure, in the right common femoral artery (rcfa). Later a pseudoaneurysm formed with partial thrombus in the location of the ipsilateral leg manta side. Balloon angioplasty, ultrasound guided therapy was performed for adverse event. Lower extremity arterial testing showed well defined vascular mass measuring 1.0 x 0.95 with partial thrombus present at right common femoral artery, medication therapy- switched from eliquis to heparin gtt. A pseudoaneurysm can go undetected and not cause any complications and can occur because of surgery or trauma and the formation of a pseudoaneurysm does not signify a device failure. Manual compression is a clinically accepted therapy and does not indicate device failure. The IFU with the product states: based on the amount of bleeding, use manual or mechanical compression to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It is reported that: right cfa pseudoaneurysm with partial thrombus.during a tavr procedure, ultrasound used for guiding access of the target artery and assessing centricity at time of puncture, and a femoral angiogram of the target artery was completed prior to insertion of large bore sheath into the right femoral artery. Vessel size was 7.2mm. Measured depth for the manta was 4+1=5cm. Act was 136 and sbp was 138mmhg prior to closure. After closure time to haemostasis was immediate but lower extremity arterial testing showed well defined vascular mass measuring 1.0 x 0.95 with partial thrombus present at right common femoral artery. Nallon angioplasty and medication therapy- switched from eliquis to heparin gtt. Patient is still admitted.

Manufacturer narrative:
(B)(4)

Event description:
It is reported that: right cfa pseudoaneurysm with partial thrombus. During a tavr procedure, ultrasound used for guiding access of the target artery and assessing centricity at time of puncture, and a femoral angiogram of the target artery was completed prior to insertion of large bore sheath into the right femoral artery. Vessel size was 7.2mm. Measured depth for the manta was 4+1=5cm. Act was 136 and sbp was 138mmhg prior to closure. After closure time to haemostasis was immediate but lower extremity arterial testing showed well defined vascular mass measuring 1.0 x 0.95 with partial thrombus present at right common femoral artery. Nallon angioplasty and medication therapy- switched from eliquis to heparin gtt. Patient is still admitted.